Manufacturer narrative:
H3: product analysis: evaluation determined that the last inch of bur tip broke/ fractured off the tool, this is due to bearing wear and presence of lateral force. It was also noted discoloration/ minor corrosion and galling were present at fracture location. There is also some foreign matter lodged in the bur and wrapped around it as well this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was broken for the first time. There was no patient involved with this event. Repair is being escalated to product event due to reason for the return.